Event description:
A peritoneal dialysis pt has reported that he was not able to connect to the first connector on the dialysis treatment set. There is no report of pt injury. A sample is available for an evaluation.